Event description:
Contact reports the examination of post operative x-rays found a 5.5mm titanium rod had come loose from two monarch dual connectors. The connectors had been used to add on to a previously implanted construct. The devices remain in the patient. A second surgery was performed and more connectors were added to strengthen the construct. See mfg medwatch report no. 1526439-2012-00108 for the other connector that was involved in this event.

Manufacturer narrative:
The device remains implanted and is not available for evaluation. The contact reports the concomitant device torque wrench handle functioned as intended and was not at issue. Representatives of depuy spine met with the surgeon to discuss the event. This was a challenging case and due to its complexity, the concomitant device rods were not completely aligned with the connectors during implantation. Because of this, full contact of the rods to the connectors and rods to the connector set screws was not achieved and the construct was not sufficiently tightened. This resulted in the pulling out/loosening of the connectors. The need for proper alignment of devices prior to final tightening was reinforced with the surgeon. At this time, the complaint is considered to be closed. Device remains implanted.